Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer failed to open. The field service engineer (fse) identified that several cubie pockets were not recognized due to contamination and debris in the trays. The fse cleaned all trays and pocket contacts, then reseated the row board cable on both the module controller and the drawer controller. After completing these actions, all components functioned correctly. Diagnostics were run, and the customer verified proper operation in the applications, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed to open. The customer tried to reboot and recover but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.